Manufacturer narrative:
(B)(4). A quantity of 10 devices was reported. Associated mdrs: 9680794-2023-00672, 9680794-2023-00656, 9680794-2023-00664, 9680794-2023-00665, 9680794-2023-00666, 9680794-2023-00667, 9680794-2023-00668, 9680794-2023-00669, 9680794-2023-00670, 9680794-2023-00671. The customer provided three images showing the pouch label and lidstock of a cvc kit. It was noted that the pouch label is for a cdc-45703-xp1a kit; however, the lidstock/sticker label is for a cdc-42802-xp1a kit. A device history record review was performed and no relevant findings were identified. The report of an incorrect pouch label was confirmed by complaint analysis of the customer supplied photos. Visual analysis revealed that the pouch label is for a cdc-45703-xp1a kit; however, the lidstock/sticker label is for a cdc-42802-xp1a kit. Based on the cu stomer report and the supplied photos, packaging caused or contributed to this event. A non-conformance has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: package lidstock and side card do not match regarding the sku and product description. The lidstock is showing cdc-45703-xp1a and the side card is showing cdc-42808-xp1a. The tray should be a double lumen tray for cdc-42802-xp1a. They discovered the trays were mislabeled as they were in surgery but still needed to use them due to not having other trays to trade out with at the time.

Event description:
The complaint is reported as: package lidstock and side card do not match regarding the sku and product description. The lidstock is showing cdc-45703-xp1a and the side card is showing cdc-42808-xp1a. The tray should be a double lumen tray for cdc-42802-xp1a. They discovered the trays were mislabeled as they were in surgery but still needed to use them due to not having other trays to trade out with at the time.

Manufacturer narrative:
Qn(B)(4). A quantity of 10 devices was reported. Associated mdrs: 9680794-2023-00672, 9680794-2023-00656, 9680794-2023-00664, 9680794-2023-00665, 9680794-2023-00666, 9680794-2023-00667, 9680794-2023-00668, 9680794-2023-00669, 9680794-2023-00670.